Manufacturer narrative:
Device not returned to manufacturer for investigation.

Event description:
It was reported by the user facility that the device would not shut off. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.